Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient implanted with an impella 5.5 exhibited thrombocytopenia with a "possible " relationship to the impella device used. Multiple units of blood products were transfused. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿